Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows one plate haptic has a piece torn off. There is clear surgical residue on the lens. A lens serial work order search was performed for similar complaints within the search and there were no similar complaints found. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon loading a visian icl (implantable collamer lens) model micl 12.6mm into the injector and noticed the lens was torn. No patient contact.